Manufacturer narrative:
Follow-up information received on 21-dec-2015: device breakage questionnaire was received.~ patient´s demographic information was provided. On (B)(6) 2015 essure was inserted. Essure and catheter broke during placement. Catheter was hung on implant and caused it to uncoil some before catheter broke. The breakage occurred on green release catheter and outer coil. Essure was not removed and the broken pieces were not retrieved. There was not injury to the patient. However it was stated that it could led to serious injury under less fortunate circumstance. Patient was recovering. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure part of green sheathing broke of and is still in patient (catheter and implant broke). This event, interpreted as device breakage, was considered serious due to medical significance and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion when starting to pull plastic sheathing out, it got hung up. Physician clicked the button but spring would not let go and device started to unravel. Part of green sheathing broke of and is still in patient. She is recovering. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. Additional non-serious event was also reported. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c59246 (expiration date may-2017) for permanent contraception. Health care professional inserted coil into right tube, saw black marker where it was supposed to be, got to point of releasing device, could see gold band where it should be, and started to pull it out. When starting to pull plastic sheathing out, it got hung up. He clicked the button but spring would not let go and device started to unravel and got really long. Part of green sheathing broke of and is still in patient. The coil is straight on end. Patient was hurting when he was removing the instruments and sheath but is okay now with just a little cramping. Reporter called from operating room during procedure and part of the green sheath broke in patient and part of it is still in patient. The part of green sheath that came out is available for return. Health care professional wanted to know if he should go in and surgically remove it. Follow-up information received on 06-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: failure mode/mechanism batch number c59246 production date 2014-05-21 expiration date 2017-05-31 the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. The reported medical event is a known possible event and not indicative of a quality deficit per se. No further ae cases for this batch were identified. No product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure part of green sheathing broke of and is still in patient. This event, interpreted as device breakage, was considered serious due to medical significance and was considered listed upon receipt of the product technical analysis. During difficult insertions, single cases of device breakage have been reported. In the present case, during insertion when starting to pull plastic sheathing out, it got hung up. Physician clicked the button but spring would not let go and device started to unravel. Part of green sheathing broke of and is still in patient. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. Additional non-serious event was also reported. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.